Event description:
During a meniscus repair procedure, the second implant was missing. Additional information received stated that the procedure was a knee arthroscopy with meniscus repair. The second implants were noted to be missing after the first one was implanted. After the second implants were noted to be missing they were cut free and removed; not left in the patient. There was no damage noted to the packaging or the device itself noted before use. The three defective products were all used in the same procedure. After the failure of the device, the surgeon (dr. (B)(6)) used another fastfix 360 of a different lot number. There was a small delay in the procedure due to removal of the defective product and having to open another implant. .

Manufacturer narrative:
Investigation of the one fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, "t2 missing". The complaint could not be confirmed, as the insertion device was received without the suture, or implants. No visible damage was noted to the part returned. The inserter handle was noted to be in the t2 pre-deployment position; the device was able to actuate normally. The most probable root cause was indeterminate. A fast-fix 360 in this condition would not go unnoticed, during the manufacturing process. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is warranted at this time. (B)(4).